Event description:
Device 2 of 2: ref MFR report: 1627487-2014-26617. The pt underwent a procedure for a trail scs system on (B)(6) 2014. It was reported the pt was hospitalized for an infection at the trial lead site on (B)(6) 2014. The lead was removed. The pt was placed on antibiotics. Follow up info identified cultures showed the pt had a (B)(6) infection. The pt was discharged from the hospital on (B)(6) 2014.

Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Results - the device history and sterilization records were found to meet specifications and no anomalies were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.